Event description:
The lead was implanted on (B)(6) 2010. Presenting egm shows possible loss of ra capture and not sensing apparent retrograde pwave. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).